Event description:
The customer stated that the down arrow button was not responding. Troubleshooting was performed, and the issue was not resolved. The customer also reported that he was hospitalized for low blood glucose levels a few weeks ago. No date given. The customer stated that his blood glucose was too low to register on the glucometer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to unlocked keypad flex connector on lcd board. No button error alarm noted. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or test for pump communication with minilink transmitter/glucose sensor simulator and calibration feature due to no button response. The insulin pump had a scratched display window.